Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in sensing was noted on the right ventricular (rv) lead. No intervention was performed at this time and the patient will continue to be monitored. The patient was in stable condition.